Event description:
Clinic notes were received indicating the patient had cancelled his appointments with the surgeon for replacement.

Event description:
Clinic notes were received indicating the battery was depleted. The device had been turned off due to the high impedance and that it was not functioning properly.

Event description:
Information was received that the patient's device is going to be replaced. Surgery is likely but has not occurred to date.

Event description:
It was reported that a patient was scheduled for full revision surgery to address high impedance. X-rays were provided and reviewed by the manufacturer. The connector pin appears to be inserted fully as the lead pin could be visualized past the connector block. The feedthru wires appeared to be intact. One tie-down was present, which was not securing the strain relief bend lateral to the anchor tether. There was no tie-down present securing the strain relief loop as the loop was not present. A portion of the lead is behind the generator, and could not be assessed. The lead wire appears to be intact at the connector pin. There was one visualized sharp angles in the lead near the anchor tether in the neck area. Additional relevant information has not been received to-date. No known surgery has occurred to-date.